Manufacturer narrative:
Pump received with scratched display window, cracked display window corners, and a cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that there was a crack on the insulin pump. The crack is located on the display screen and the bottom left corner of the device. The blood glucose reading was 11 mmol/l. No further information was provided.